Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email address was not provided.

Event description:
Doctor reported loosening of abutment zoa441s at tooth side 36 twice. A new screw and a new crown have been used to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One screw-replace friction-fit gold (mhlas) was returned for investigation. The reported/associated abutment (zoa441s) was not returned. Visual evaluation of the as returned product identified signs of wear due to usage. The device was in good condition. Per complaint description the device had loosened twice. This investigation was focused on the second loosening event. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted. The reported devices were placed on tooth # 36 (fdi) for approximately 2 years. Picture or x-ray images were not provided. Device history record (DHR) review was completed for the subject lot number (2018071880). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2018071880). No other complaints about nonconforming products were identified. Based on the available information device malfunction and the reported event could not be verified since the abutment was not returned. Additionally, no malfunction was identified with the screw.